Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer encountered an erbe message requesting release of the activation switch at startup. Troubleshooting, including restart, foot pedal check, and power cycle, did not resolve the issue. The customer bypassed the erbe generator and used a force triad to proceed. Fse visited the site and replaced the foot pedal due to customer reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to foot pedal issue. This issue can be resolved by replacing the footpedal.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) from offsite and reported that a foot pedal error message appeared on the erbe generator. The customer attempted to resolve this by power cycling the generator, but this did not change the status. Troubleshooting continued with a recommendation to unplug the foot pedal connections when possible. To proceed with the case, the customer connected a force triad to complete this case. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The fse replaced the footpedal. The system was verified and ready for use. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they had started the procedure but hadn¿t gotten all ports placed yet. The issue was identified when they were in the process of placing the ports. The first procedure was at 0800.